Event description:
The manufacturer received information alleging an issue related to a rep dreamstation auto CPAP device's sound abatement foam. There was no report of patient harm or injury.  The device was returned to a third-party service center. The technician confirmed particles in lower and upper enclosure during the device evaluation and both replaced. There were some secondary findings.  The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.